Event description:
It was reported that during a mitraclip procedure, while attempting to grasp the mitral valve leaflets with the clip, the clip became caught on the valve. Although chordae were not easily observable on the echocardiogram, it was suspected that the clip was caught in chordae because the clip could not be retracted from the ventricle even in the inverted state. A number of trouble shooting maneuvers were performed in an unsuccessful attempt to free the clip from the valve. As the clip could not be removed from the valve, it was decided to attempt regrasp the clip onto the leaflet in the same area despite the fact that it was in a less-than-optimal location. One regrasp was needed to achieve full leaflet insertion and the clip deployment steps were performed as normal until the lock line removal step. Initially, the lock line was verified to move freely in both directions, but during removal, very soon after the free end was pulled into the lock lever, the lock line became stuck. Increasing amount of reasonable tension was applied, but the line would not move. It was decided to replace the clip. The grippers were raised and with the use of hemostats, tension was applied to the lock line and the clip was opened to the inverted state. After some more trouble shooting maneuvers, the clip was able to be freed from the valve. The clip was closed and retracted back into the steerable guide catheter and removed from the anatomy without further incident. The patient's mitral regurgitation grade had not changed. Two additional clip delivery systems were used without incident and two clips were implanted. The patient received an optimal result as the mixed mitral regurgitation grade was reduced from 4 to 1. No additional information was provided.

Manufacturer narrative:
Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The difficulty in removing the lock line was confirmed as a knot was found in the line approximately 1 cm from the end. Potential causes for lock line knots are, but not limited to, manufacturing anomalies or procedural conditions/user technique during lock line removal. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including a final lock line inspection and verification to verify lock line functionality. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty to remove incidents reported for this lot. The user also reported no issues while functionally inspecting the clip delivery system during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the user technique/procedural conditions, knots in the lock line may be influenced by the user during removal of the plastic cover/polyimide tubing from both ends of the lock line and unwrapping them, or the lock line becoming twisted upon removal. The information provided in the case details stated that lock line was verified to move freely in both directions, and then one end was chosen to be pulled. Soon after the other free end of the lock line was pulled into the lock lever, it became stuck. In this case, it is possible that the lock line became twisted during the removal after the user verified it was moving freely. This likely caused the lock line to become knotted and was unable to be removed; however, this cannot be confirmed. The reported issue during the case of the mitraclip not being able to be removed from the valve could not be confirmed. The most probable cause for this may have been a result of the clip being caught on the valve during the procedure in an attempt to grasp the leaflets with the clip. It was also suspected that the clip was caught in chordae since the clip could not be retracted from the ventricle. Therefore, patient anatomy appears to be a factor in the difficulty in removing the clip from the valve, as well as being caught in the chordae. Based on the information reviewed, the inability to remove the lock line appears to be a result of the observed knot; however, a definitive cause for when and how the knot formed could not be identified. There is no indication of a product deficiency.